Event description:
It was reported by health care facility that signal loss over one hour occurred. On (B)(6) 2025, the unknown patient experienced signal loss, after which they experienced a hypoglycemic event. The event was reported via user report, in which it was stated that at the time of the event the patient used a dexcom g6 sensor and an omnipod 5 insulin pump. The patient would have reduced hypoglycemia awareness and experienced a severe episode of hypoglycemia which would have resulted in a road traffic accident. No specific symptoms of hypoglycemia were reported. No further information was available regarding the event, and no further information was reported regarding possible treatment or the outcome of the car accident. According to the report, when continuous glucose monitor (cgm) data was reviewed after the event, signal loss was noted prior to the event. There was no documentation of a specific medical intervention. No other details were documented and multiple attempts to contact the patient for more information were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. User report (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-046113 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5: describe event or problem - correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.